Event description:
The customer reported a121 alarms on the insulin pump, and the insulin pump powering off unexpectedly. Troubleshooting with the helpline apparently did not resolve the issues and it was impossible to clear the a121 alarm. It was advised to discontinue use of the device and to revert to a backup plan until the replacement arrived; the customer did not wish to return the device in question at the time. The customer's reported blood glucose value was 421 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.